Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 0.3 iu/l. On (B)(6) 2013, the sample was repeated twice. The repeat results were 589.6 iu/l and 573.6iu/l. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The hcgb reagent lot number was 173268 and the expiration date was 10/30/2014. The customer performed a precision check.

Manufacturer narrative:
A root cause could not be determined. The field service representative went on site. He performed a 12 month preventative maintenance, replaced the measuring cell, and ran performance testing which passed. The customer has not had any further issues with the analyzer.

Manufacturer narrative:
Additional information has been provided. The patient was being tested for an ectopic pregnancy. The patient was referred to another hospital, but not on the grounds of this result. The patient was treated for ectopic pregnancy when re-tested at another laboratory in the other hospital. The patient was released from the hospital with the ectopic pregnancy treated. The initial result was reported outside the laboratory. The field service representative went on site and could not identify the problem with the analyzer. A performance test was performed.